Manufacturer narrative:
The user facility reported that this issue arises both during post-operative cleaning and prior to the start of procedures after intubation of the patient when the user staff attempts to rotate the table once anesthesia has commenced in order to move the table into the desired operative position for the surgeon. The cause of this issue is that the user facility staff are operating the table contrary to the device instructions for use. First, the table must be centered over the hydraulic column before the floor locks will disengage. In addition, a surgical table should not be commanded to unlock while a patient in present on the table. The operator manual states, "failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." "Failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." The steris account manager has performed multiple in-service trainings at this user facility on the proper use and operation of the surgical table(s). A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that hospital staff commanded their 5085 surgical table to unlock; however, the feet did not disengage from the floor. No injuries to patients or user facility staff have been reported.